Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced a shocking sensation on the left buttock while sitting, with ongoing discomfort at the implant site. Pain has been present since the implant surgery, and no trauma was reported. Device stimulation appeared off, and the remote displayed a red light. The patient was advised to follow up with the field representatives. The patient reported feeling discomfort at the incision site and experienced pain. It was noted that the patient was a slow healer, as no abnormalities were detected during follow up appointments. For pain management, the patient was prescribed medication to address the pain associated with the incision. After discussing their condition, the patient expressed that they were no longer in pain or discomfort from the stimulation. The patient's program was adjusted, and the stimulation was increased to level 2, program 2. The patient was advised to follow up as needed. There were no additional patient complications.

Event description:
It was reported that the patient with this neurostimulator experienced a shocking sensation on the left buttock while sitting, with ongoing discomfort at the implant site. Pain has been present since the implant surgery, and no trauma was reported. Device stimulation appeared off, and the remote displayed a red light. The patient was advised to follow up with the field representatives. The patient reported feeling discomfort at the incision site and experienced pain. It was noted that the patient was a slow healer, as no abnormalities were detected during follow up appointments. For pain management, the patient was prescribed medication to address the pain associated with the incision. After discussing their condition, the patient expressed that they were no longer in pain or discomfort from the stimulation. The patient's program was adjusted, and the stimulation was increased to level 2, program 2. The patient was advised to follow up as needed. There were no additional patient complications.

Manufacturer narrative:
Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort, undesired sensation, stimulation-related, and implant pain were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.